Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been an right atrial (ra) lead warning and a polarity switch to unipolar due to high thresholds and to high impedance that increased suddenly. There had also been high thresholds on the right ventricular (rv) lead that occurred around the same time. Both leads will be monitored and remain in use. No patient complications have been reported as a result of this event.